Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported there was persistent type 2 endoleak which led to enlargement of the aortic neck and encroachment. The decision was made to surgically convert the pt and the stent grafts were explanted. The aneurysm had several areas of remarkable thinning, and it was 8 cm in diameter. The aortic neck below the renal arteries was angulated and short. The stent grafts came out easily and a type 1 endoleak had been present. There was evidence of previous coiling of the middle sacral artery. Several smaller lumbar arteries were back bleeding and they were oversewn. The aneurysm wall was trimmed and a proximal anastamosis was carried out with a hemashield graft. The stent grafts were amputated at the level of the common iliac arteries. There were strong pulses noted in both iliac and femoral vessels. The aneurysm was closed. The pt tolerated the procedure well and was sent to the recovery room in satisfactory condition. The explanted stent grafts were discarded.

Manufacturer narrative:
Results: (no device returned for eval).